Manufacturer narrative:
Evaluation in progress.

Event description:
Equipment quit working at approximately 828 shocks. Error code 109. Patient under anesthesia, procedure aborted. Another machine brought in to finish procedure 2 to 3 hours later.

Manufacturer narrative:
Device evaluated by field service engineer, found energy storage system problem. Device repaired and returned to customer.